Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024 six infusion sets have occlusion issue. Troubleshooting was performed and occlusion was determined at site and skin irritation also occurred. No further information available.